Event description:
New information received indicates that new episodes of vt/nsvt due to svt were observed. Programming changes were made. The patient was in good condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the ER after receiving multiple inappropriate shocks for af. Review revealed multiple episodes of vt/vf that were caused by af with high ventricular frequency. Vf episode showed that atp failed to convert the rhythm. The shock accelerated af and returned to sinus after several hv shocks. The patient received externalized defibrillation. No deactivation interference episodes were noted. Programming changes were made. The patient was stable post-event.